Manufacturer narrative:
The following communications were performed: a philips remote service engineer (rse) spoke with the customer and the customer informed that the device produced no sound even after the loudspeaker was replaced. The device also only reported a speaker malfunction once, but that message was not repeatable. The rse suggested to the customer to replace the 451261025111, api board as the api [all peripheral interfaces] board incorporated an audio amplifier which controlled the loudspeaker. The cause of the reported problem was due to a defective api board. The reported problem was confirmed. The customer was taking responsibility for servicing the device. The customer had been notified to contact philips for any follow up at which point a new service order would be created, if applicable.

Event description:
The customer reported that there was no audio, even after loudspeaker replacement. The device was not in use on a patient at the time of the event. There was no adverse event reported.